Event description:
It was reported that patient underwent total elbow arthroplasty on (B)(6) 2009. Subsequently, patient returned to the surgeon complaining of pain. Revision was performed on (B)(6) 2010. Metalosis and wear were noted on the condyle component.

Event description:
It was reported that patient underwent total elbow arthroplasty on (B)(6) 2009. Subsequently, patient returned to the surgeon complaining of pain. Revision was performed on (B)(6) 2010. Metalosis and wear were noted on the condyle component.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received.current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.(B)(4)

Manufacturer narrative:
Correction: it was discovered that this event was previously reported on (B)(6) 2010 under manufacturer report number 1825034-2010-00349. Please disregard the report filed under this manufacturer report number (1825034-2010-00401). This report filed (B)(6) 2010.